Event description:
Good faith attempts have been made and no further information has been attained.

Event description:
Clinic notes were received for review on a vns patient. It was documented that they had sleep apnea. The start date of this event or relationship to their vns is unknown at this time. Good faith attempts have been made and thus far no further information has been attained.

Manufacturer narrative:
(B)(4).